Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. When the gas mixture was applied, the emma readings were outside of the accuracy specifications. The reported issue was due to a recessed detector lens.

Event description:
The customer reported the device was "out of tolerance; reading 10 mmhg higher than it should". There were no patient impact or consequences reported.